Event description:
The device appears to have malfunctioned. The needle is supposed to extend to grab tissue then retract. In this case, you could see where it extended (wires at tip exposed) but did not retract.